Event description:
It was reported the patient experienced stimulation in the wrong location and the device was not giving him pain relief. Reprogramming was attempted but it was unsuccessful in capturing the area of pain. Follow up indicated the patient's only symptom was lack of effect. An x-ray indicated the t4-t5 lead was at the t7-t9 location. The patient was referred to another physician for a revision. There was not further injury. It remained unknown if the revision had occurred.